Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. Ai4898not valid,a14898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral tubal ligation with hysteroscopy, dilatation and curettage, and uterine ablation.". The patient's medical history included morbid obesity (bmi=36.49), sleep apnea, copd, anxiety, depression, dysfunctional uterine bleeding, ovarian cyst, headache, multi gravida, parity 3, premenstrual dysphoric disorder and endometriosis. Concurrent conditions included rash (rash over the right and left flank), pruritus, uterine ablation, ventral hernia, penicillin allergy (causes a rash and hives,), hives, sulfonamide allergy and menometrorrhagia. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), colecalciferol (vitamin d3), escitalopram oxalate (lexapro), loratadine and ranitidine hydrochloride (zantac). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss/ weight gain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain upper ("pain side of stomach"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(one side removal of ovary)right, cystoscopy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, weight increased and abdominal pain upper had resolved. The reporter considered abdominal pain upper, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory appearance status post essure procedure, with no evidence of contrast in the right and left fallopian tubes.. Ultrasound pelvis - on (B)(6) 2012: right ovarian cyst. Free fluid in the cul-desac. Prominent endometrium.; on (B)(6) 2015: small amount of fluid, possibly blood, in the endometrial canal. The endometrium is within normal limits of thickness. No uterine mass. Hemorrhagic cyst versus endometrioma of the right ovary with maximal dimension of2 cm. The left ovary is normal. No solid mass or fluid.. Ultrasound scan vagina - on (B)(6) 2012: satisfactory appearance status post essure procedure, with no evidence of contrast in the right and left fallopian tubes.. Concerning the injuries reported in this case the following one was reported in patient's medical records: pelvic pain and following device was described in medical records: medical device monitoring error lot number ai4898 is not valid lot number:a14898 manufacture date: 2012-05 expiration date: 2015-05. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet received. Events per pfs: pain side of stomach. Event onset date and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. Ai4898-invalid, a14898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral tubal ligation with hysteroscopy, dilatation and curettage, and uterine ablation.". The patient's medical history included morbid obesity (bmi=36.49), sleep apnea, copd, anxiety, depression, dysfunctional uterine bleeding, ovarian cyst, headache, multi gravida, parity 3, premenstrual dysphoric disorder and endometriosis. Concurrent conditions included rash (rash over the right and left flank), pruritus, uterine ablation, ventral hernia, penicillin allergy (causes a rash and hives,), hives, sulfonamide allergy and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(one side removal of ovary) right, cystoscopy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory appearance status post essure procedure, with no evidence of contrast in the right and left fallopian tubes.. Ultrasound pelvis - on (B)(6) 2012: right ovarian cyst. Free fluid in the cul-desac. Prominent endometrium.; on (B)(6) 2015: small amount of fluid, possibly blood, in the endometrial canal. The endometrium is within normal limits of thickness. No uterine mass. Hemorrhagic cyst versus endometrioma of the right ovary with maximal dimension of 2 cm. The left ovary is normal. No solid mass or fluid. Ultrasound scan vagina - on (B)(6) 2012: satisfactory appearance status post essure procedure, with no evidence of contrast in the right and left fallopian tubes. Concerning the injuries reported in this case the following one was reported in patient's medical records: pelvic pain and following device was described in medical records: medical device monitoring error lot number ai4898 is invalid. Lot number:a14898, manufacture date: 2012-05, and expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. Ai4898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure bilateral tubal ligation with hysteroscopy, dilatation and curettage, and uterine ablation." The patient's medical history included morbid obesity (bmi=36.49), sleep apnea, copd, anxiety, depression, dysfunctional uterine bleeding, ovarian cyst, headache, multi gravida, parity 3, premenstrual dysphoric disorder and endometriosis. Concurrent conditions included rash (rash over the right and left flank), pruritus, uterine ablation, ventral hernia, penicillin allergy (causes a rash and hives,), hives, sulfonamide allergy and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(one side removal of ovary)right, cystoscopy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory appearance status post essure procedure, with no evidence of contrast in the right and left fallopian tubes. Ultrasound pelvis - on (B)(6) 2012: right ovarian cyst. Free fluid in the cul-desac. Prominent endometrium. On (B)(6) 2015: small amount of fluid, possibly blood, in the endometrial canal. The endometrium is within normal limits of thickness. No uterine mass. Hemorrhagic cyst versus endometrioma of the right ovary with maximal dimension of2 cm. The left ovary is normal. No solid mass or fluid. Ultrasound scan vagina - on (B)(6) 2012: satisfactory appearance status post essure procedure, with no evidence of contrast in the right and left fallopian tubes. Concerning the injuries reported in this case the following one was reported in patient's medical records: pelvic pain and following device was described in medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records received: this case become incident. Event "injury" replaced with other events given in the pfs. Events-"pelvic pain, vaginal haemorrhage, menorrhagia, weight fluctuation, medical device monitoring error", explant date, lot number added. Reporter information, patient details , product indication , lab details, and patient's medical history updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.